Event description:
It was reported that the luer lock connection broke apart from tubing connection with an unspecified bd syringe. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that luer lock connection on the syringe broke from tubing connection. Per customer: today the luer lock connection on the syringe broke from the tubing connection, dripped on the pump, and didn¿t infuse. Our other hospitals are also experiencing this issue.

Manufacturer narrative:
Bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. Root cause is undetermined. DHR could not be confirmed.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the luer lock connection broke apart from tubing connection with an unspecified bd syringe. The following information was provided by the initial reporter: material no: unknown; batch no: unknown. It was reported that luer lock connection on the syringe broke from tubing connection. Per customer: today the luer lock connection on the syringe broke from the tubing connection, dripped on the pump, and didn¿t infuse. Our other hospitals are also experiencing this issue.